Event description:
Pt with acute lymphoblastic luekemia diagnosed in 7/02. Port a cath placed in 2002 left side subclavian. Found to have fractured in 2003 with internal end of port in right pulmonary artery. Removed uneventfully by interventional radiology.